Manufacturer narrative:
The brand name and catalog number have been changed to unknown. The complainant alleges both a g2 and g2 express; therefore, the report will reflect unknown vena cava filter. Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged limb detachment and perforation of the ivc wall. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications include, but are not limited to, the following: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. Explanted (approx (B)(6) 2013).

Event description:
It was reported that approximately four years post filter deployment, a detached limb was discovered to have migrated (location not provided). Reportedly, the filter was captured and retrieved successfully although no information was provided stating whether the detached limb was retrieved. Patient status at this time is unknown.

Manufacturer narrative:
Medical records review: medical records received. Based on a review of the medical records provided: a vena cava filter was indicated prophylactically as the patient was in a coma with a history of an epidural hematoma. Access was gained into the right femoral vein, and a venacavagram identified the renal takeoffs. The filter was successfully deployed in the infrarenal ivc without incident. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Approximately three years and seven months post filter deployment, a venacavagram and right iliac and right leg venogram was performed for dvt and to assess for thrombolysis. Contrast injection demonstrated the ivc filter to be within normal limits; and extensive dvt throughout the right leg and right iliac vein up to the inferior vena cava at the level of the filter. Collateral vessels were noted. The physician felt that thrombolysis would not be successful and the filter should remain in place with the patient placed on routine anticoagulation. Approximately three months later, during a filter retrieval procedure, a venacavagram confirmed that no thrombus was present superior to the ivc. Multiple attempts to retrieve the filter with a snare and a retrieval device were unsuccessful due to slight angulation of the filter. Therefore, femoral access was gained and a guidewire was advanced to reorient the filter. The angulation was removed and the retrieval device successfully removed the filter via the right internal jugular vein. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. Conclusion: a manufacturing review was not performed as the lot number was not provided. Neither the device nor images were received. Medical records were provided. The medical records allege the filter was deployed successfully just below the renal veins. Approximately three years and seven months after implantation, a venacavogram allegedly demonstrated the filter to be within normal limits. A catheter was allegedly passed through the filter. It was noted that the crossing the filter was extremely difficult. Contrast injections performed allegedly demonstrated acute thrombus within the entire right iliac system all the way up to the level of the filter. Approximately three months later, during a filter retrieval procedure, a venacavogram allegedly demonstrated slight angulation of the filter. Allegedly, multiple attempts to retrieve the filter were unsuccessful. Femoral access was reportedly gained and a guidewire was used to reorient the filter. Once the angulation was removed, the filter was successfully removed. Based on the medical record review, difficult to remove can be confirmed. As the degree of angulation was listed as "slight" it is unknown whether it was tilted more than fifteen degrees; therefore, the investigation for filter tilt is inconclusive. The investigation for limb detachment and perforation of the ivc is inconclusive as there was no mention of these failures within the medical records. It was alleged that a catheter had difficulties crossing the vena cava filter during a venacavogram to address thrombolysis. It is possible the passing of the catheter caused the filter to become slightly angulated within inferior vena cava which caused difficulties during the retrieval attempt. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: filter malposition. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that after an unknown amount of time post vena cava filter deployment, the filter was tilted and embedded in the ivc wall. Based on medical records received from the patient, it was identified that approximately three years and seven months post prophylactic filter deployment, during an assessment for thrombolysis, diagnostic imaging demonstrated extensive dvt throughout the right leg and right iliac vein up to the ivc at the level of the filter. The physician felt that thrombolysis would not be successful, and the filter should remain in place with the patient placed on routine anticoagulation. Approximately three years and ten months post filter deployment, during a filter retrieval procedure, a venacavagram demonstrated no evidence of thrombus superior to the ivc. Multiple attempts to retrieve the filter with multiple devices were unsuccessful due to slight angulation of the filter; therefore, a guidewire was advanced through femoral access and reoriented the filter. The filter was successfully retrieved via the internal jugular vein. The patient was hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.